Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a bone graft procedure, the clips are not closing properly on the structure. Silk ties were used to complete the case. Minimal blood was lost but no consequence to the pt.